Event description:
It was reported to boston scientific corporation in 2005, that a maxforce tts high performance balloon dilatation catheter device was used during a procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured while attempting to inflate. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device was received for analysis and the complaint was confirmed. Microscopic analysis found a longitundinal tear in the balloon material. The possibility of a high percentage of stenosis level together with the possibility of a calcified lesion may have contributed to the reported incident.